Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported b30 scope communication error could not be reproduced and a definitive root-cause of the issue could not be determined, however, the issue was possibly due to physical stress applied to the insertion tube during user handling, resulting in an intermittent failure of the image sensor unit. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, error code b30 (scope communication error) while using evis exera iii bronchovideoscope. Error code was found while prepping for use during a therapeutic left thoracotomy and decortication. Resulting in minimal delay to starting the procedure; a similar scope was obtained. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was not confirmed. The following additional findings were also noted: squashed bending section cover, deep scratch marks on the insertion tube, crushed light guide tube, and angulation out of standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.